Event description:
Patient undergoing direct laryngoscopy/esophagoscopy with balloon dilation. The cre [controlled radial expansion balloon] pulmonary balloon was inflated to the recommended pressure and was seen to pop while in use. The balloon was removed, and the esophagus and balloon were inspected. It was determined that all plastic was present on the balloon. There were no visible signs of foreign body in the esophagus.